Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperative the leadless implantable pulse generator (ipg) exhibited poor threshold data. Recapture was attempted. Alignment could not be easily achieved and recapture within the right ventricle was difficult and the ipg was possibly obstructed by tissue. An attempt was made to pull the ipg back to the right atrium but the ipg did not move at all. Alignment was then adjusted by changing the delivery system angle and other manipulations; however, the ipg remained firmly immobile, and after several attempts, the tether ruptured. Due to tether rupture, the delivery system and the tether were removed from the patient. During the recapture attempt, the recapture cone went inside possibly due to pulling the tether too strongly. Possible damage at the exit of the tether lumen was suspected. The ipg was then retrieved using a sheath and a snare catheter. The leadless ipg system was attempted/not used and was replaced. No patient complications have been reported as a result of this event.